Event description:
It was reported that a patient underwent a cesarean section procedure on an (B)(6) 2012 and suture was used. The patient returned to the clinic with wound dehiscence on an unknown date. The patient was successfully treated for the event with no further issue. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.